Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that mulitple of the same cartridge alarms occurred during insulin delivery. Customer loaded and reloaded the cartridge however the cartridge alarm recurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.